Manufacturer narrative:
The field service engineer (fse) found a fluidic failure in one of the reagent probes. He then replaced this probe and all of the reagent seals. He realigned all of the probes. He cleaned the main vacuum valves and verified the rinse levels. He performed precision tests, calibration and qc with results that were all within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable glucose result for one patient sample tested on a cobas 6000 c (501) module. The initial result was not reported outside of the laboratory. The reporter questioned the accuracy of the result which prompted a rerun of the sample. The repeat result was deemed correct. The initial result was 15 mg/dl with a repeat result of 110 mg/dl. The reagent lot number and the expiration date were requested but not provided.